Manufacturer narrative:
The fenestrated bipolar forceps was returned for further investigation and the failure analysis testing has been completed. The reported complaint was confirmed by the testing. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end. No material was missing, and no thermal damage was observed. An electrical continuity test was performed and passed. The root cause was determined to be a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial#(B)(4) ) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6)2022 via system serial#(B)(4) . There was 1 use remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted after proctectomy surgical procedure, the conductor wire insulation of the fenestrated bipolar forceps (fbf) was frayed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue identified. The instrument did not collide with any other instrument or tool during the procedure. The customer did not observe any evidence of arcing. There was no sign of thermal damage.